Event description:
It was reported the patient had a loss of therapeutic effect. The patient had a loss of bladder control. The patient stated she no longer felt stimulation sensation that started the day before. This had happened before and the patient said she'd just switch to a different program and everything would be fine. The patient could not make the adjustment with the programmer with or without the antenna attached. The programmer's batteries were replaced but could not sync ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v244043, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information: patient "thinks she fell" at the onset of the event. Impedance readings were unable to be obtained. It was unknown if the battery was depleted. Patient was going to self-catheterize. Patient experienced urinary retention. There was no hospitalization and no injury reported. Patient was planning to have the battery re-implanted in the future.